Event description:
The customer reported being at the emergency room for a few hours due to high blood glucose of 510mg/dl. The customer was experiencing frequent urination, thirsty, and swollen legs. The customer stated that he had taken steroids. Troubleshooting was performed. The time, date, settings, and programming were correct. Ran a fixed prime test and the insulin did exit. The customer did not have a tubing clamp available to perform the high pressure test. Advised the customer to remove the cannula, and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.